Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer could not slide multiple new cartridges onto the pump. In addition, there was debris observed around the usb port which made turning the pump on when first received more difficulty. Reportedly, the usb cable had to be wiggled for the pump to turn on. There was no patient involvement as the customer was not using the pump at the time of the event. Reportedly the customer will use a backup pump as alternate insulin therapy until the replacement pump is received.